Event description:
It was reported that spherical deposits (roughness at shaft and shaft tip) and tracheal irritation is perceived by the patient while using a smiths medical trach tube. No further adverse patient effects were reported.

Manufacturer narrative:
Other, other text: two units were returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Too much adhesive was found on the outer part of the shaft and at the inner edge of the distal tip. DHR review was done, no issues related to the original complaint were found.